Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed. However, during the first pullback, overload message was displayed and it stopped/froze. Furthermore, it was reconnected and restarted but the issue was not resolved. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed. However, during the first pullback, overload message was displayed and it stopped/froze. Furthermore, it was reconnected and restarted but the issue was not resolved. The procedure was completed with another of same device. No patient complications were reported. Device evaluated by MFR. The device was returned for analysis. Analysis of returned product revealed that the device has kinks in the distal sheath assembly, however, the catheter was able to properly pull back manually and automatically, no connection issues or errors were detected during the testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.